Event description:
The customer reported that during the ablation procedure, there was electrical interference in the sonography equipment which prevented the customer from recognizing the image in the display. The case was suspended without any injury to the patient, however an add'l procedure will be required.

Manufacturer narrative:
(B)(4). The customer reported that no failure was identified with the generator and it is not being returned to covidien for eval. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.